Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The transseptal puncture was difficult and the interatrial septum was crossed via the patent foramen ovale (pfo), which resulted in an extreme aortic hugger position and little height. The first clip was placed at a2/p2 medial segment, but due to the suboptimal transseptal puncture the aortic hugger could not be corrected completely, so the clip crossed the mitral valve at an angle. After several grasping attempts, both leaflets were inserted and the grasp was sufficient and the clip was implanted. A second clip was prepared to treat a residual mr jet lateral of the first clip. During preparation of the second clip, a single leaflet device attachment (slda) of the first clip was noticed on the echocardiogram. The posterior leaflet was no longer attached and the clip remained attached to only the anterior leaflet. The valve was re-evaluated and there was no damage to the posterior leaflet. The second clip was placed lateral to the first clip to stabilize the first clip and the mr was reduced to 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported difficult or delayed positioning was due to procedural circumstances. The reported difficulty grasping the leaflets was related to the persisting aortic hugger. The reported single leaflet device attachment (slda) appears to be due to procedural circumstances. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a.